Event description:
It was reported that during a da vinci s total benign hysterectomy procedure a maryland bipolar forceps instrument had a broken wire at distal tip. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The instrument was found with a frayed pitch cable at the distal idler. No damage was found on the pulley and clevis. The frayed strand was approximately 0.09 in length. Failure analysis concluded the frayed cable was likely due to mishandling / misuse. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the scratches may be due to mishandling / misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable and tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.